Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a percutaneous vertebroplasty (l2) for compressed fracture on (B)(6) 2022. When the surgeon applied the synflate balloon in question and pressurized as per surgical technique, destruction of the lower vertebral endplate was confirmed due to bone fragility. The surgeon stopped pressurizing and shrunk the balloon. Then, the balloon was removed. After applying an access needle, drilling, and applying a plunger, the surgeon tried to apply the balloon in question. Since the balloon was inflated up once, the surgeon struggled with applying the balloon. As a result, the balloon was slightly deformed, and the surgeon stopped using the balloon. The surgeon used a new balloon, and the surgery was completed successfully without any surgical delay. No further information is available. This report involves one synflate balloon/medium- sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Procode: additional product codes: hrx. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter occupation: reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Part #: 03.804.701s synthes lot #: 82249552 supplier lot #: 82249552 release to warehouse date: 06 may 2022 supplier: (B)(4). No ncr's generated during production. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the condition in which the balloon was returned was consistent with normal use of the device. According to the event description, there was an attempt to re-use the balloon after it was previously inflated. Instructions for use, indicate the synflate vertebral balloon med, p/n: 03.804.701s, is intended for one use, as re-use may compromise the structural integrity of the device and/or lead to device failure. As the instruction for use were not followed, the investigation can not confirm the reported event. A dimensional inspection was unable to be performed due to not being applicable to the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the synflate vertebral balloon med, p/n: 03.804.701s was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.